Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ crease/folding of implant observed crease in the device. Additional observations: ¿ crease flat observed in the surface. ¿ brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and a bilateral exchange of textured devices due to product concern. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and a bilateral exchange of textured devices due to product concern. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.